Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device has broken shell, missing shell and creases. A weight test of the device was completed and the device was found to be underweight. A microscopic analysis was performed which identified broken sharp opening and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is one sharp edge broken in the side radius assessed as unidentified(tear) opening and missing shell assessed as inconclusive.

Event description:
Physician reporting left implant rupture. The rupture was diagnosed by MRI. The device was explanted and replaced

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reporting left implant rupture. The rupture was diagnosed by MRI. The device was explanted and replaced.